Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not working. Customer stated her blood glucose was running high. Customer stated she has been bolusing and it is not making her blood glucose lowered. Customer then stated she had fixed the issue and hung up. Customer called back and treated high blood glucose of 345 mg/dl with manual injections it lowered to 115 mg/dl. Customer reported confusion as symptom of high blood glucose. Customer stated the drive support cap was sticking out. Customer was advised to disconnect from the device. Customer was not sure if the device had air bubbles. Customer was advised to run a manual prime and insulin did not exit. No leaks noted and then stated unsure if there was a leak. Customer was advised to do a complete set change, perform manual prime, and insulin did exit. High pressure test was performed, passed. No further information reported.